Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons sticky or non responsive. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had diminished battery life, motor seems run to slower than before and unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm and no excessive no delivery/occlusion alarm due to unresponsive button. No button error alarm during testing. (B)(4).